Event description:
"Pt was day 1 post op from a right colectomy. Had a fentanyl epidural at 10mcg/ml. Found at 0710 with an o2 saturation of 40% and non-responsive. Code called. Narcan 1mg given IV. Responded to narcan." The pt became unresponsive while the device was in use. The reporter stated that the amount missing from the narcotic bag coincided with what the pump indicated had been delivered, and the pump had been programmed correctly. The pt was reported to have recovered. The pump was not isolated. Though requested, no additional info was provided.